Event description:
Revision surgery - due to a worn patella and a broken tibial insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn patella and broken tibia insert after 14 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history report was not conducted due to a lack of information regarding the part number and lot number. The root cause for the worn patella and broken tibial insert was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.